Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was leaking water from the rear of the unit. The customer is still using the unit. There was no patient involvement.

Manufacturer narrative:
Per the field service representative (fsr), he was doing preventative maintenances (pms) at the customer site. It was called to his attention that cooler heater unit (sn (B)(4)) was leaking water from the rear of the unit. This was noticed after a case done tuesday afternoon. There was no patient present, no delay. The fsr examined the unit and found the pvc elbow coming out of the small tank had broken inside the hose coming out of the elbow and going to valve 5. Replacement part has been ordered for repair. The fsr replaced the elbow and completed release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.